Event description:
It was reported that during implant procedure, the lead was positioned properly but the threshold was high and sensing was not stable. The lead was repositioned but the parameters were still not good. The lead was repositioned again, with the same result. The lead was not used and another was implanted. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.0 cm for analysis. Analysis was normal. No anomalies were found.